Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: during investigation, the battery compartment was found to be cracked. There was a piece of plastic missing on the pump but the battery cap was still able to secure to the pump. Unrelated to the original complaint, the pump case was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.